Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal port disconnect error message was displayed. The device was in use on a patient at the time the reported issue was discovered. The device was removed from service, and the patient was moved to another device. There was no reported harm to the patient or user. The customer called technical support to report that a proximal port disconnect error message was displayed. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t and advised the customer to complete the pneumatics portion of the v60 performance verification test (pvt) to confirm that the device was operating within specifications. The rse also e-mailed the customer a copy of the philips bench repair form. A service quote for bench repair was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
A service quote for bench repair was sent to the bme for approval; however, the bme ultimately chose a third-party vendor to evaluate and repair the device. No additional details regarding the issue and resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.